Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states their device is making a crackling noise and was running very hot. The patient stated that the device was hot too the touch and the water coming through the hose is hotter than normal. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.